Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2019-00015 thru 3003853072-2019-00019.

Event description:
It was reported that five blockers slipped during surgery while being installed. They were removed and replaced with alternative blockers to complete the procedure without reported patient impacts. This is report three of five for this event.

Manufacturer narrative:
UDI number: (B)(4). The returned blocker was evaluated. The external threads were found to be deformed in a manner consistent with cross-threading the blocker into the mating pedicle screw head because of misalignment. A review of the DHR did not identify any issues that would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that five blockers slipped during surgery while being installed. They were removed and replaced with alternative blockers to complete the procedure without reported patient impacts. This is report three of five for this event.